Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During replacement due to normal elective replacement indicator (eri), the set screw of the device was unable to be loosened to disconnect the ventricular lead. The lead was cut and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Electrical testing found the device had reached normal eri and backup vvi mode occurred post-implant. Analysis found that calcified blood in the v-setscrew inset. The calcified blood was preventing the wrench from engaging the inset of the setscrew necessary to untighten the setscrew. The blood most likely came through damage to the septum in the form of a hole punched through it. The reported complaint of the v-setscrew would not untighten to disconnect the lead was confirmed.